Event description:
On (B)(6) 2007, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography scan revealed the trunk component had migrated distally (distance unknown). The physician did not indicate what may have caused the migration. The physician will re-evaluate the patient at a later date for a possible re-intervention procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation finding from CT scan dated (B)(6) 2012: the length form the lowest renal to the proximal end of the device appears to be approx. 36mm. The proximal end of the device doesn't appear to be touching the wall of the vessel. There doesn't appear to be contrast outside of the implanted device. Unable to confirm migration due to receiving only one time-point. Per the gore excluder aaa endoprosthesis instructions for use IFU, adverse events that may occur and / or require intervention included, but nare not limited to component migration.